Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues.  The main keypad assembly was replaced and proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The removed keypad assembly was further evaluated in the failure analysis center.   The cause of the reported issue was determined to be due a the sync button being shorted.

Event description:
The customer initially reported that the sync button on the main keypad of their device was no longer functional.  After additional evaluation, it was observed that the sync button was electrically shorted, causing other keys, including the charge and shock buttons to no longer be functional.  There was no report of any patient use associated with the reported issue.